Manufacturer narrative:
During further investigation (fi), a visual inspection of the motor controller (mc) pcba and cpu pcba revealed no signs of damage or contamination. The customer returned mc board and cpu pcba were installed into an fi test ventilator. An attempt to boot into the normal ventilation mode failed. The 12 volt supply output measured 0.120 volts instead of the nominal 11.5v to 13v. The fi test mc board was reinstalled, the device was booted into diagnostic mode and the drpt report was downloaded. The drpt report revealed one instance of e/cs 1106, 1007, 1008, 1110, 1113, 110e, and 110f errors. The test vent was booted into normal ventilation mode with the customer returned cpu installed with no errors produced. The power was cycled on and off 15 times with no failures produced. The 12 volt failure was traced to the mc board which had a shorted cap at c96 (22uf 25v 20% ceramic cap); c96 was found damaged. C96 was removed from the mc board and replaced. After removing this cap the resistance was verified which confirmed the short with a reading of 5.13 ohms of resistance. The customer returned mc board was reinstalled into the fi test ventilator with the customer cpu still installed and an attempt to boot into the diagnostic mode was successfully made. The 12v signal was verified at 12.12v. The test vent was booted up in normal ventilation mode and delivered breaths. The power was cycled on and off 15 times with no failures produced. The customer returned mc board and cpu pcba were allowed to run for an extended period to verify continuous operation. No faults were generated during approximately 2 hours of operation.

Event description:
The customer reported that the screen went black and the ventilator shut down. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Phone # not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the screen went black and the ventilator shut down.the unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.